Event description:
The user facility reported that during a patient procedure plastic covers fell from the spring arm and yoke assembly of the harmony la dual light configuration. The covers did not fall on the patient or within the sterile field. The hospital continued to use the surgical light until the operation was complete. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician arrived at the facility and was unable to inspect the unit as a patient procedure was in process. The facility's biomed stated that the plastic cover broke off at the set screw attachment point. The customer has ordered the necessary replacement parts in order to fix the light. The information provided to the steris technician indicates that the cover detached from the light configuration due to impact damage from another object. The covers are held in place by interlocking male and female tabs and are secured by set screws. The unit was installed in may of 2006 and is not under a steris service contract. The unit is maintained by the facility's biomed department. The preventative maintenance schedule in the operator manual states: "with power off, remove knuckle covers. Check wiring in lighthead/yoke interface for routing and chafing. Ensure all connections are tight. Repeat for connectors in other knuckle areas."